Event description:
It was reported that the user experienced difficulty with a teflon infusion set, asserting the initial set placed shortly before the call was not inserted correctly and subsequently using two additional insets. The first of those deploying incorrectly with a reported glucose level over 400 mg/dl; troubleshooting and education were provided, and no alarms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user frustration and the need for additional infusion set changes. Investigation included customer care agent guided troubleshooting and education regarding infusion set insertion and connection technique. Investigation of this case revealed an infusion set deployment issue and the possibility of an infusion set connector not fully attached, consistent with user-reported improper insertion and deployment. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set insertion and connection technique.

Manufacturer narrative:
Initial.